Event description:
It was reported that the patient presented during follow-up in clinic. It was noted that the patient had a bad fall, which was not related to the implanted device. After the fall, the right ventricular lead exhibited noise oversensing upon interrogation. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.